Manufacturer narrative:
This report is for an unknown plates: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure and surgical intervention, bleeding, osteonecrosis, heterotopic ossification and wound healing delayed. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: solberg b., moon c., franco d., (2009), use of a trochanteric flip osteotomy improves outcomes in pipkin IV fractures, clinical orthopaedics and related research april 2009,volume 467,pages 929-933 (USA) doi 10.1007/s11999-008-0505-z. This retrospective study aims to report the radiographic outcomes, including rates of osteonecrosis (on) and heterotopic ossification, and clinical outcomes using the merle d¿aubigne´-postel and thompson-epstein scoring systems in 12 patients with pipkin IV fractures managed surgically with a trochanteric flip osteotomy (tfo) approach during a 6-year period. Between may 2000 and january 2006 a total of 12 patients (10 male 2 female) treated with trochanteric flip osteotomy (tfo) for pipkin IV fractures with complete radiographic and clinical follow-up data available were included in the study.eleven (11) patients underwent femoral head repair first with headless variable-pitch screws (accutrac; acumed, hillsboro, or, or herbert; zimmer, warsaw, in) then was reduced and used as a template for posterior wall repair using standard pelvic plates (stryker, mahwah, nj; synthes, west chester, pa). The minimum follow-up was 24 months (mean, 47 months; range, 24¿71 months). The following complications were reported as follows: intraoperatively: limited bleeding occurred in one case. Postoperatively: 1 patient develop osteonecrosis (on) of the femoral head, with poor result in thompson-epstein scoring scale, and underwent revision surgery to a tha 27 weeks postoperatively. 3 patients had brooker class ii heterotopic ossification. 1 patient developed brooker class iii heterotopic ossification. 1 patient had wound dehiscence treated with local wound care and antibiotics. These impacted products capture the following complications: limited bleeding (intraoperatively). Osteonecrosis (on) of the femoral head. Brooker class ii heterotopic ossification. Brooker class iii heterotopic ossification. Wound dehiscence. This report is for an unknown synthes pelvic plates. This is report 1 of 2 for (B)(4).